Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube. The system operates as intended.

Event description:
The customer reported a non recoverable loss of functionality. No pt injury was reported.